Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised using only tandem-approved charging supplies and suggested leaving the pump plugged in for at least 30 minutes to resolve the issue, with plans to follow up afterward.